Event description:
The complaint is reported as: "incident happened on the (B)(6) 2022 at 7.20am in the rescucitation department, involved a female patient. The medial line of the cvc separated spontaneously in use without any movement of the patient. The central line of the catheter was not moved neither. The nurse heard a noise like a "pop" when it separated. The line was clamped, an infusion/drip line was inserted, the cvc was removed." No patient harm or consequence reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, separated medial luer hub and a non-arrow connector tubing for analysis. Signs of use in the form of biological material were observed inside the connector tubing. Visual analysis revealed that the medial extension line had separated within the medial luer hub (blue hub). The luer hub was cross sectioned to observe the inside of the luer hub. Visual and microscopic examination revealed that a portion of the extension line was still within the luer hub. Additionally, the point of separation appeared jagged and rough. Despite this, a full visual analysis could not be performed on the rest of the medial extension line/catheter as it was not returned for analysis. The manufacturing facility was contacted as part of this complaint investigation. They indicated that they have not seen this type of defect before and that it is difficult to determine a root cause without the entire catheter returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual and microscopic analysis revealed that the medial extension line separated within the medial luer hub. Based on the customer report, the sample received, and the comments from manufacturing, the root cause cannot be determined without the entire catheter returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "incident happened on the 23 march 2022 at 7.20am in the rescucitation department, involved a female patient. The medial line of the cvc separated spontaenously in use without any movement of the patient. The central line of the catheter was not moved neither. The nurse heard a noise like a "pop" when it separated. The line was clamped, an infusion/drip line was inserted, the cvc was removed." No patient harm or consequence reported.